Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, additional information became available. The receiver was returned for evaluation. The following were performed: external visual inspection, receiver charge and boot, functional test, pairing/calibration/performance/range test and the data file was reviewed. The reported allegation was not confirmed. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.